Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and change sensor alarm. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 138 mg/dl and sensor glucose was 60 mg/dl at the time of incident. The customer stated that they experienced intermittent calibration error alarms. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarms. The customer was advised to change out the sensor. The customer stated that the alarm did not occur after performing a find lost sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.